Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The manual mode probe was dripping clenz occasionally and the instrument displayed error messages. The volume of the leak was approximately 1 ml and the leak is not contained. The instrument was being used for testing of in-house normal donors. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the leak was occurring during the shutdown cycle only when the probe wipe mechanism was on the up-straight position due to a bent manual probe. The fse straighten the manual probe resolving the leak. While servicing the instrument, the fse also observed and corrected: the white blood cell (wbc) bath/aperture module leaking air into the system when in count mode, causing wbc vote outs (an error condition). The fse replaced the fitting and o-ring. The hemoglobin (hgb) lamp was showing voltages errors and fse could not adjust it within range. The fse replaced the hgb lamp. Erratic differential results were resolved by replacing the diluent rinse line from the peltier module and the differential mixing chamber. Identification of failure modes: failure modes were related to: bent manual probe, wbc bath, faulty hgb lamp, and damaged diluent rinse line. Parts were replaced and instrument was operational. No erroneous results were generated. These failures modes can, upon recur: a bent probe is not likely to impact results, because the instrument becomes inoperable in secondary (manual mode). The wbc bath/aperture failure mode is likely to generate erroneous results for the wbc and hgb parameters due to possible incorrect dilution in the wbc bath. The hgb lamp failure mode is not likely that erroneous results will be generated as hgb lamp error message will be generated, alerting the operator to an instrument problem. Diluent rinse line failure mode is likely that erroneous differential results can be generated due to improper reagent delivery to the differential mix chamber. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).